Event description:
A patient presented with a potential infected graft which may have resulted in an explant. It is unknown which component if any of the hero graft contributed to the reported event. Thus, out of abundance of caution, both hero 1001 and hero 1002 will be investigated. This medwatch represents hero 1001.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the initial report from the representative a patient presented with a potential infected graft which may have resulted in an explant. Additional information received from the representative indicated that "the device was implanted on (B)(6) 2014 without incident. Ancef given intra-operatively. Perma cath removed from right side where hero graft was implanted. New perma cath implanted on left side for bridging period. Hero was cannulated with one needle on (B)(6) 2014. Patient admitted to hospital on (B)(6) 2015 with sepsis. Culture taken came back positive for mixed coliform, skin flora, escherichia coli-esbl class c and proteus mirabilis. Source of infection was right arm hero graft tissue culture, blood culture. There was no infection at the cannulation site and the patient had no history of sepsis or antibiotic use prior to insertion of hero graft. Patient placed on antibiotics. Culture taken on (B)(6) 2015 came back negative. Patient began to drain pus from incision site on (B)(6) 2015 and the surgeon commented that 'it is likely that the hero graft is infected.' Hero graft and perma cath were removed on (B)(6) 2015 as patient continued to drain pus from incision site and developed a pseudoaneurysm in a puncture site. New perma cath was inserted on (B)(6) 2015 and patient's condition has improved." Additional clarifying information was provided by the representative on 02/03/2015. Date of first positive culture was (B)(6) 2015. Date of negative culture after antibiotic therapy was (B)(6) 2015. Date of first instance of purulent drainage from incision site was (B)(6) 2015. The perma cath implanted at same time as hero graft was not cultured. Additional information provided by the representative on 03/03/2015 stated that the patient was hospitalized on (B)(6) 2015 and the confirmed positive culture taken on this date was a blood culture. In the original report from the rep, the surgeon stated "source of infection was right arm hero graft tissue culture, blood culture." Further clarifying information from the surgeon indicated "not sure of source but hero and central venous catheter (cvc, permacath) had to come out because of positive blood culture (bc+)." The pseudoaneurysm was present at the hero graft "puncture site" mid-graft and developed on (B)(6) 2015, one day prior to explantation. No further clarifying information is available regarding the pseudoaneurysm. The confirmed negative culture on (B)(6) 2015 was a blood culture. Additional clarifying information provided by the representative on 03/24/2015 indicated that both the venous outflow component (voc - hero 1001) and arterial graft component (agc - hero 1002) were explanted on (B)(6) 2015. Based on the available information, a summarized sequence of events indicates the following: the hero graft was successfully implanted on (B)(6) 2014. The original right side permacath was removed prior to placement of the hero graft and a new left side permacath was implanted for use during the bridging/maturation period. Cultures were not taken of the original right side permacath. The hero graft was first cannulated with one needle on (B)(6) 2014. However, the patient was readmitted to the hospital for bacteremia on (B)(6) 2015 which was confirmed via positive blood culture for escherichia coli-esbl class c and proteus mirablis. Purulent drainage was also noted from the "incision site" on (B)(6) 2015. Antibiotic therapy was initiated at this time. A pseudoaneurysm was first identified as occuring along the "mid-graft" portion of the arterial graft component (agc - hero 1002) near a "puncture site" on (B)(6) 2015. Both the hero 1001 and hero 1002, along with the left side permacath were explanted on (B)(6) 2015. There is no confirmation that local tissue cultures were taken from the "incision site" drainage or left side permacath. All positive cultures taken were blood cultures as was reported by the hospital. A new permacath was implanted on (B)(6) 2015. The first negative blood culture was confirmed on (B)(6) 2015. The manufacturing records for lots h14vc022 (hero 1001) and h14av013 (hero 1002) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The hero graft instructions for use (IFU) lists infection and pseudoaneurysm as potential complications. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Infection and/or pseudoaneurysm are known complications of prosthetic a-v grafts. Infection associated with the use of permacath (temporary catheter that provides vascular access until the hero graft has time to "mature") for hemodialysis is also a known complication. All of these events may be clinically managed via excision/removal (ie.explant) as was done with this patient. Despite the multiple cultures taken at the various time points and locations during the post-operative period, it is still unclear what the source of the infection was as there are many factors that could have contributed to the reported events: previous permacath placement, hero graft implant along with placement of a new permacath on the ipsilateral side, and wound infection. According to the reports, a hero graft was implanted in the right upper extremity on (B)(6) 2014. A bridge catheter (permacath) was placed in the opposite upper extremity. The hero graft was cannulated one time on (B)(6) 2014. A pseudo-aneurysm was later identified on (B)(6) 2015 at the "puncture site." On (B)(6) 2015 the patient was admitted for sepsis and a blood culture was performed which showed a mixture of microorganisms including e. Coli-esbl class c and proteus mirabilis. In addition, purulent drainage was seen from or near the incision site in the right upper extremity. The patient was treated with antibiotics and the hero graft was explanted on (B)(6) 2015. Blood cultures drawn on (B)(6) 2015 were negative for bacterial growth. Clarifying information obtained stated that the surgeon was unsure of the infection source, but removal of the hero graft was required due to the presence of a positive blood culture. The hero graft is manufactured under a validated terminal sterilization process. Although the source the infection is uncertain, based on the presence of purulent drainage or abscess formation near the incision site, surgical wound infection cannot be ruled out. Infection and pseudoaneurysm are known potential complications of the hero graft and adequate warnings and precautions are provided in the devices' IFU. Without information about the source of the infection, patient comorbidities, operative history and/or pre-existing infections; the relationship of the infection and of the pseudoaneurysm to the hero graft device and the patient cannot be determined. Infection and/or pseudoaneurysms are known potential complications of prosthetic a-v grafts and are listed in the hero graft IFU. The hero graft IFU contraindicates use of the hero device in patients with known preexisting bacteremia. In addition, instructions for screening blood cultures to rule out asymptomatic bacteremia and recommended antibiotic therapy are also provided in the IFU. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the initial report from the representaive a patient presented with a potential infected graft which may have resulted in an explant.